Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a bluetooth telemetry issue. No intervention was performed. There were no patient consequences due to the issue. It was further noted that the patient deceased due to natural causes with no allegations it was correlated to the implanted system.